Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to report device evaluation results. Updated for device return date, for analysis awareness date, and for report type and follow-up number. Updated for follow-up type, for device evaluation status, and for method, result and conclusion codes.

Event description:
Per complaint (B)(4), a patient experienced post-operative swelling and pain following dental implant placement. There was a plan to remove the implant three weeks after initial placement: the implant was easily removed. Infection, osteopenia, dehiscence, edema, and inflammation were also reported.